Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was inaccurate. The contact was unable to provide additional information as the pump was not available at the time of the reported event. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.